Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top of case is cracked by front corners. Corner lining on bottom case is worn off. Plunger head is cracked by the screws. Customers reported issue was duplicated during occlusion test. The root cause of the reported issue was not determined to have been causes by the customer's incorrect assembly of the device. Main board was incorrectly assembled by customer, main board is seating on top of extrusion. Actions taken to mitigate the reported issue: reassembled the main board. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that no motor output and bad main board events occurred. No patient injury reported.